Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for other health issues but experienced a low blood glucose level while in the hospital. Blood glucose was down 43 mg/dl and 87 mg/dl at the time of the call. The customer was disconnected from the insulin pump and treated with food. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.